Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were no issues with the hypotube, midshaft, inner or outer shaft polymer extrusion. The crimped stent was examined and distal stent damage was noted. The first distal strut row was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The balloon cones were examined and no issues were noted. The balloon was tightly wrapped and was not subjected to positive pressure. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 20-feb-2018. Vascular access was obtained via the radial artery. The 20mm in length, eccentric target lesion was located in the mildly tortuous, moderately calcified, and 2.50mm in diameter left anterior descending artery. Following pre-dilation, a 2.50x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with 2.5x16mm promus element¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.